Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after opening the box, there was no signs of damage on the package or the nc trek balloon catheter. However, the protective sheath could not be removed from the balloon; it was described to feel as if the stylet was jailed inside the sheath. After using extra force, the protective sheath and stylet were removed from the balloon. There was no visible damage noted to the balloon, except the balloon could not be loaded onto the balance middleweight (bmw) guide wire. Another nc trek balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported was difficulty inserting the guide wire was not confirmed. The reported difficulty removing the protective sheath could not be confirmed due to the protective sheath not being returned. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.